Event description:
During an acl reconstruction after insertion of the femoral screw, the tip of the screw drill (drive) broke off, within the screw. The tip was unable to be retrieved. (Sales rep present in or).